Event description:
I received a total hysterectomy with a da vinci robot. The measurements were off and I was under for 11+ hours. I was taken off the robot and a regular hysterectomy was performed. As a result, I have numbness and pain in my left leg and foot. I also suffered a rotator cuff injury and underwent physical therapy for my shoulder. I stayed in the hospital for 4 nights and lost more than a third of my blood during the surgery. Recovery was strange because I had more pain in my shoulder than in my incision areas. My doctor did not know how to prescribe muscle relaxants or pt.